Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new mobile power unit (mpu) was beeping constantly and also had a yellow light led. The patient stated it was impossible to sleep with the noise. The patient also stated they plugged it in to another outlet and it was still the same. The patient was not using a power strip. The patient went back to a prior mpu that was working with no alarms. A warranty replacement had been requested. It was noted that this patient was previously provided an mpu that they claimed beeped and was not working when new.